Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bladder procedure, the clips could not be used properly. They did not hold or attach to the tissue. The device fell into the cavity of the patient but was able to retrieved. The case was completed by the suture without any complication. Patient status is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bladder procedure, the clips could not be used properly. They did not hold or attach to the tissue. The clips fall into the abdomen when the handles are bored. They did fall into the cavity of the patient but was able to retrieved. The case was completed by the suture without any complication. Patient status is stable.